Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering on due to faulty drawer. A field service engineer (fse) found that drawer 6 was disconnected and reconnected the pyxis bus cable; however, the unit still would not power on. After unplugging the retractor band cable, the unit powered on successfully. The fse then replaced the drawer controller board and tested the drawer in the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred, followed by a power failure. The device shut down shortly after the drawer failure and did not power back on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.